Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately four years post index repair it was reported that during a follow up visit it was discovered that the talent stent graft had migrated due to disease progression and neck dilatation. Due to the degeneration of the proximal neck the patient now has a juxtarenal aneurysm and a type ia endoleak. The physician is planning the repair; however no intervention has been set. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The patient received an intervention where a repair was completed using a variety of devices to accomplish snorkeling of the visceral arteries and seal the aneurysm. The procedure was completed successfully. No clinical sequelae were reported and the patient is doing fine.